Manufacturer narrative:
Sc-1110-02 (sn: (B)(4)) device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint was not verified. In the lab, the ipg was successfully charged to full capacity in one cycle. This result attested that the device was capable of being charged fully under a proper charging method. The battery depletion rate and quiescent current measured normal. The device exhibited normal device characteristics.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg. The physician did not know the cause of the charging issue. The patient underwent a procedure wherein the ipg was replaced. Malfunction was suspected. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg. The physician did not know the cause of the charging issue. The patient underwent a procedure wherein the ipg was replaced. Malfunction was suspected. The patient was reportedly doing well postoperatively.